Event description:
It was reported that during a removal of the 3rd molar, the tip of three burs broke. It was also reported that there were no adverse consequences or medical intervention required. It was further reported that there were no delays as a result of this event and a replacement bur was available.

Manufacturer narrative:
The three burs subject to this investigation were not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.